Event description:
Customer reportedly received results of 140 mg/dl and 303 mg/dl on the advantage system within 10 minutes. Customer also reportedly received results of 112 mg/dl and 220 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. L1 control was run and out of range; l2 control was run and in range (controls opened >90 days). No adverse event reported. Requested return of suspect device and replacement was sent.